Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 19. Details of surgery: Implant surface not completely covered with bone and Bone overheating. On 2026 (b)(6), loss of osseointegration was verified. Patient presented with bone type III and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.